Event description:
The distal tip of a stainless steel guide wire fractured and separated during a mis case on (B)(6) 2011. The instrument was introduced to the site through a cannulated targeting needle without issue. It was then repositioned and attached to a powered driver. Once activated, the guide wire broke leaving distal tip lodged within the patients s1 vertebrae and also protruding into the disk space. There are no plans to remove foreign body at this time.

Manufacturer narrative:
No evaluation possible. The separated distal tip of the guide wire remains captured within the patients s1 vertebrae. The remainder was inadvertently discarded by the user facility. The identifying lot number has not been provided. Guidewires are intended to maintain position of the entry point while additional cannulated instrumentation (awl, drills etc.) Are inserted/removed in order to prepare the pedicle for the screw to be implanted. During placement, it is recommended to frequently use alternate imaging planes. Ideally, an a-p, lateral, and oblique view should be taken at all critical steps during the procedure to ensure proper positioning and alignment, and to prevent kinking or breakage of the devices. The device is not designed to be used in conjunction with a powered driver. The device in question is manufactured out of 316 lvm stainless steel certified to astm f138 which signifies it as an implantable grade of stainless.